Manufacturer narrative:
Additional information was received that the physician confirmed that he damaged the lead while revising the patient and ended up on replacing it. It was noted that there was not an issue with unwanted stimulation due to lead migration.

Event description:
A report was received that the patients lead had migrated. The patient underwent a lead replacement procedure. The physician believed that the lead was damaged during surgery.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device  history records will be conducted. If there is only further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients lead had migrated. The patient underwent a lead replacement procedure. The physician believed that the lead was damaged during surgery.